Event description:
Proximate reloadable linear stapler used by surgeon during colon resection. Stapling device misfired. New product opened and full staple line provided. Misfired device did not provide a full staple line.